Manufacturer narrative:
(B)(4). The analysis results showed that the device was received with the rotating head broken, however, the weld was note to be sufficient. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the reported damage occurred, this damaged is consistent with excessive pressure applied to the tube, damaging the rotating head. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before a laparoscopic hernia procedure, the handle was broken. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.